Event description:
Japan agent alliance registry. It was reported that restenosis occurred. A 3.50 mm x 20 mm agent dcb was used for revascularization of the mid right coronary artery (rca). The condition was controlled for a while, but 5 months post procedure the patient experienced chest tightness during exercise and was admitted to the hospital with a diagnosis of unstable angina. Imaging revealed a 75% stenosed lesion in the severely calcified and severely tortuous rca and revascularization was performed.

Manufacturer narrative:
A4 weight: 54.2.